Event description:
While connected to pt, "family said the vent did not have any air coming from the circuit. I turned the machine off, then did a leak test, machine passed the leak test. When I placed the circuit back on the pt, the led read out was still reflecting as if a volume was coming from the circuit. The pt could not feel the machine ventilating and neither could I. We then took the vent off the pt." No allegations of vent causing pt harm. Inop alarm not activated, no other alarms displayed. Used with humidifier and concentrator at time of event. Was on ac power at time. "Pt was not harmed in any way. Pt was able to be disconnected from vent for about 30 minutes with no problem. Wife used ambu bag per sleepwell to ensure he was getting oxygen".